Event description:
(B)(4) is the initial importer of the deivce which is a bariatric wheelchair. User indicated that this was the first time his used the wheelchiar which was supplied to him by a service provider. Pms is awaiting return of the product from the provider for evaluation. Consumer was sitting in the chair when the weld broke and the wheel came off. End-user fell to the floor and became unconscious. He remained for at least 30 minutes.. He was taken by ems to the hospital. X-rays showed no broken bones. He was in the hospital for an extended period of time. He was transferred to a rehab facility.